Manufacturer narrative:
B3 event date is approximate. The year of the event is confirmed to be correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient had to recharge the battery these days morning and night and patient could not stand it. Patient spoke with the manufacturer representative (rep) today and the rep told patient to call patient services. The rep thought patient needed a new system. Patient confirmed the frequency of charging was in relation to the implant. Patient mentioned previously recorded external device issues. Pt reports since these previously reported issues, pt noticed the implant battery was not holding a charge. Reviewed the implant charging depends on usage and settings. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep. Indicated that cycling was turned on. The issue was resolved.

Event description:
Additional information was received from the rep. Rep reports impedances were normal. Rep reports they interrogated the battery and no other factors contributing to the battery depleting more quickly were identified. Rep reports turning cycling on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Rep mentioned the patient's (pt['s]) implantable neurostimulator (ins) was depleting quicker than it used to since within the last 6 months or so; rep. Could not perform troubleshooting on call because the pt's ins was depleted too low and ins could not be interrogated with clinician tablet. Rep. Said pt told them the ins was 100% charged yesterday at 5pm. Technical services (tss) reviewed impedances and cycling and suggested reprogramming as necessary.